Manufacturer narrative:
The device was not received by nuvasive as the device was discarded at the user facility post removal. No radiographic images were provided so the complaint was not confirmed. It is unknown if the patient complied with post operative physical restrictions or suffered a fall. It is unknown if fusion was complete. Due to a lack of information provided the root cause of the loose screws and fractured rods is unknown, however review of similar events suggests extreme force possibly related to a fall or excessive physical activity. No additional investigation can be completed labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union" . "Contraindications: contraindications include but are not limited to: 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome" . "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed" . "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant" . "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications".

Event description:
On (B)(6) 2020, the patient underwent a spinal procedure with reline products at l2/s2ai. On (B)(6) 2020, it was discovered during routine follow up x-ray that rods at l4/5 fractured. On (B)(6) 2020, a revision surgery was performed. In the revision surgery, sacral screws had loosened, so the screws were removed and inserted one size larger screws instead, and the fractured rods were replaced to new ti rods.